Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
It was reported that the customer had a leaky reservoir. The customer's mother stated that the customer changed his infusion set and reservoir the night before and that the reservoir was filled with 150 units of insulin. The customer's mother also stated that the customer's blood glucose was at 401 mg/dl and that he had ketones in his urine. Subsequently, the customer's mother called a doctor for treatment advice and treated the customer with a manual injection. The customer's mother then stated that there was the smell of insulin in the reservoir chamber but that the chamber was dry, although, there was a wet spot on the bed. Nothing further was reported.